Manufacturer narrative:
Findings: unit alarmed compromised force sensor during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 82 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer stated that he has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.